Manufacturer narrative:
The biopsy valve maj-210 referenced in this report was discarded by the user facility and not returned to olympus for eval. The bronchoscope referenced in this report was returned to olympus for eval. The channels of the bronchoscope were examined with a thin fiberscope and were not found abnormal. The cause of the user's experience could not conclusively be determined at this time. If significant add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed an MDR retrospective review and omsc found that this supplemental report is required on (B)(4) 2015. This supplemental report is being submitted to provide additional information. Because omsc confirmed that there were 2 similar events within the same day, omsc is submitting an additional initial MDR to account for two reported event. Please cross-reference MFR. Report # 8010047-2016-00146.

Event description:
The user facility reported that a small black fragment came out of the instrument channel outlet of the bronchoscope, during a diagnostic procedure. The small fragment was retrieved by suctioning through the bronchoscope. There was no pt injury.